Manufacturer narrative:
(B)(4) date sent: 4/25/2024. H6 medical device problem code: a26.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2024. Additional information: the ledge of the lockout showed indentation. Regarding to lockout shelf indented, is possible that an attempt was made to close the device with a reload not properly loaded or with a spend reload, this condition would lock the device giving the impression that the device will not close. The echelon contour¿ curved cutter is designed with a feature that prevents closure if a used reload, no reload, or an incorrectly inserted reload is in the instrument. The used or misloaded reload module should then be replaced with a new reload or, if no reload was present, a reload should be loaded in the instrument. After following the above steps, any device which does not close either partially or completely should not be used. H6 component code.

Event description:
It was reported that during an unknown procedure, the device didn't close/fire correctly. Attempted reload but clearly stapler issue. Was not possible to troubleshoot. The surgery was delayed by 10 minutes. Patient stable, had to fetch reload, try, they open new stapler. The procedure was completed successfully. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2024. D4: batch #746c08. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with no apparent damage with a reload loaded in the device and a second reload (b) present. The reload loaded was received fully loaded with staples, with the washer uncut, with the drivers and with the knife recess below the reload deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The reload (c) was received uncut with the knife and drivers recess below the cartridge deck. The device was tested for functionality with both returned reloads and the device fired, forming all staples and cutting as intended. The cut lines and the staple lines were completed and the staples meet the staple form release criteria. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 746c08, and no non-conformances were identified.